Manufacturer narrative:
(B)(4). No samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations. The cause of the event cannot be determined.

Event description:
Customer states every tube used has issues with the vacuum. None of them fill to the arrow. Every patient has to be redrawn and send out tests have had to be cancelled due to this.